Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (cloudy w/ moisture) issue. The reporter alleged that moisture was evident behind the display lens. Reportedly, the user could read the display screen safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 10/31/2014 with the following findings: the display was found to be clear and legible; cloudiness of the display was not observed: the reported issue was not duplicated. The returned battery cap was able to secure to the pump per the instructions for use (IFU). The pump failed a leak test due to a display lens leak; this device failure caused the moisture ingress event. The pump case was removed, and corrosion was found on internal components. The relation of the aforementioned device failures to the reported issue can not be determined, as the reported issue would have to be duplicated to determine such. Unrelated to the reported issue, the battery compartment was observed to be cracked below the grip pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.